Event description:
It was reported that the top portion of the ilet screen became unresponsive, and functionality was restored after the user restarted the device through the ilet mobile app, indicating a transient user interface display issue. Symptoms included no reported clinical effects. Outcomes included no interruption to therapy after restart and no medical intervention. Investigation included customer service troubleshooting and device restart guidance. Investigation of this case revealed that the touchscreen responsiveness issue resolved with a standard reboot, consistent with a temporary device software or interface anomaly without recurrence after restart. It was concluded, based on previously established findings for similar reports, that the cause was a transient device interface performance issue resolved by reboot.